Event description:
It was found via a programming history database periodic review that high impedance was present on this patient's device. During the review it was seen that the patient had normal impedance on (B)(6) 2010. Upon system diagnostics performed on (B)(6) 2015 it was seen that the output current was at limit and high impedance was indicated. It was also seen that the device had a low battery indicator. No other relevant information has been received to date. No known surgical intervention has occurred to date.